Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2005 and mesh was implanted. It was also reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was further reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
It was reported that following insertion the patient experienced pain, infection, urinary/bowel problems, bleeding, and vaginal scarring. (B)(4).

Event description:
It was reported that the patient underwent a gynecological procedure on an undisclosed date and unknown mesh was implanted. It was also reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was further reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4). It was reported that patient underwent laparoscopic ventral hernia repair due to ventral hernia on (B)(6) 2009 and underwent hiatal hernia and s/p nissen due to paraesophageal hernia, recurrent acid reflux and left lower quadrant pain on (B)(6) 2011. It was reported that patient underwent laparoscopic repair of recurrent incisional hernia due to recurrent ventral/incisional hernia on (B)(6) 2012. No additional information was provided.